Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "(B)(6) hospital have been experiencing issues with their t2 alpha antegrade jigs whereby the strike plate wont thread into the jig properly and keeps cross-threading. We have replaced strike plates as an initial attempt to resolve this but the issues persisted and continue to do so after they have ordered new targeting arms, too. It could well be a user error, but there have been four instances this year so feel we need to investigate hence my contact." This record covers instance 3 out of 4. Instance 1 is captured in stryker reference (B)(4). Instance 2 is captured in stryker reference (B)(4) . Instance 4 is captured in stryker reference (B)(4).